Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose level ranged from 324-325 mg/dl. Additional information was not provided. Customer declined to troubleshoot with tandem technical support.